Event description:
It was reported that this right ventricular (rv) lead was found dislodged. The physician tried to reposition the lead multiple times but the procedure was not successful. Lead was explanted. No additional adverse patient effects were reported.